Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 280 mg/d. Customer stated that the piece of plastic fell off on the battery cap and battery compartment. Customer is unsure how the damage happened. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rate. The insulin pump functioned properly. No blank display or display anomaly noted. The insulin functioned properly during functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected test and all operating current measurement were normal. No unexpected low battery, battery out limit or off no power alarm noted during testing. No damage inside pump noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and broken battery tube threads.